Event description:
It was reported that an asymptomatic patient presented to the operating room for a scheduled lead revision due to rv lead externalized conductors, ra lead noise and for normal eri device change out. During the extraction of the rv lead the patients svc was torn and the patient expired shortly afterwards.

Manufacturer narrative:
(B)(4).